Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle broke off during the procedure from the suture material with no needle left in the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? No measures to locate broken pieces. Was there any additional tissue damage as a result of searching for the needle piece? Nothing stated. Investigation summary: an opened box with fourteen packets of product code 8534h was returned for evaluation. Visual inspection and functional testing were conducted on the returned devices. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no anomalies, or breakage needle were observed during analysis. Functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. In addition, the functional test was performed using a instron and the tensile force were above the minimum requirements. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.